Event description:
It was reported that the customer had an issue where the pump sometimes freezes the display. Customer's mother stated that the time clock was accurate and correct. Pump screen was not completely blank. Pump is functioning but the customer's mother does not feel comfortable with her son having this current pump. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.